Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2019, the reporter contacted animas, alleging a power (no power) issue. It was reported that the pump lost power after multiple battery changes. No damage tothe battery compartment or battery cap was alleged. The battery cap was able to secure to the pump. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 17-apr-2019 with the following findings: the pump was returned, and investigation revealed a blank screen. During investigation audio tone and vibration function were present on start-up which indicates there was power to the pump. The power issue was shown in the pump history but was not duplicated during investigation. There was no damage found to the battery cap and it was able to attach securely to the pump. Due to the blank display, complete testing was unable to be tested. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.